Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving gablofen (2000 mcg/ml at 336 mcg/ml) via an implantable pump for intractable spasticity and head/brain injury. It was reported that the patient was scheduled for a planned pump replacement due to approaching eri (elective replacement indicator). In surgery, the physician was not able to clear the catheter through the cap (catheter access port). There were no factors that may have led or contributed to the issue. No signs or symptoms reported. They tested the catheter patency though cap but was unable to aspirate. The physician then went to the back incision and cut the catheter in a couple spots to see if they could get flow. They were finally able to see flow after cutting the spinal segment of the catheter. The physician replaced the two indwelling segments of 8596sc with a single pump revision kit (8596sc) and tunneled to the pump pocket maintaining flow throughout the procedure. The issue was resolved at the time of report. The patient's medical history was asked and will not be made available. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2022, product type: catheter, ubd: 18-mar-2011, UDI#: (B)(4) ; product ID: 8596sc, serial/lot #: hg0lew209, ubd: 01-jul-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump and the catheters were returned, analysis found no significant anomaly on booth the pump and the catheters. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.